Event description:
It was observed that during the device evaluation, the subject product exhibited clogging in the nozzle and foreign objects came out of the distal end, a/w cylinder and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The most probable cause of the additional failures is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.